Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported was an unknown date that it was a revision of a non-union. The patient had a zimmer proximal humerus plate on, and the surgeon took this plate off and replated with our philos plate. This drill bit in questions for off one of our small fragment loan sets. A philos plate with 3.5 locking screws, and the tip of the 2.8 drill bit broke of and remained within the patient. The procedure was completed successfully. The patient condition is unknown. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1), unknown 3.5 locking screws (part # unknown, lot # unknown, quantity unknown). This is report 1 for 1 (B)(4).